Event description:
It was reported that a patient presented with magnetic resonance imaging related bvvi noted on the patient's device. This occurred in an in-label environment. No intervention or adverse patient consequences were reported.